Manufacturer narrative:
The complaint investigation was completed for the device reported as not charging and remaining on the low battery screen despite being placed on a charging pad. The reported issue was confirmed through engineering log review, which identified multiple instances where the device did not charge while on the charging pad, despite normal charger function. Device evaluation upon return reproduced intermittent charging failure consistent with a power circuit issue on the mainboard. A device history record (DHR) review was conducted, confirming that the device passed all manufacturing release criteria for distribution, with no anomalies identified that would have contributed to this event. From a risk management perspective, this failure mode is consistent with the anticipated risk profile of the device, and no additional escalation is required at this time. The complaint will be documented and trended in accordance with established risk management procedures for ongoing product safety and performance monitoring.

Event description:
It was reported that the ilet remained on a low-battery screen and would not power up despite being placed on the charger, with the charger indicating power and functioning with another device, and attempts with an alternate charging pad were unsuccessful. Symptoms included none reported. Outcomes included the user being provided a replacement ilet and instructions for return of the original device. Investigation included a review of the reported power and charging behavior and assessment of accessory function based on user feedback. Investigation of this case revealed a suspected device power or charging malfunction consistent with failure to charge and persistent low battery state. It was concluded that the device likely experienced a charging or internal power fault and replacement was warranted.